Manufacturer narrative:
The pump remains implanted. The battery was received by the manufacturer for evaluation this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The devices listed in this report are used for treatment, not diagnosis. Any information received regarding this event after filing this report shall be filed on a supplemental MDR. Pump remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The reported event indicates an issue with the performance of a controller power source. The device related to the reported event was exchanged without incident and there was no reported patient injury. One battery was returned to heartware for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the battery ((B)(4)) revealed that the device failed to meet specifications. Functional testing of the battery revealed it contained a faulty cell pair compromising the device's performance. The manufacturer has initiated an internal investigation to further investigate batteries with faulty cell pair malfunctions. The most likely root cause of the reported "power switching' event is most likely related to the confirmed faulty cell pair in (B)(4). Faulty cell malfunctions originated due to multifactorial supplier quality manufacturing issues wherein the battery electrodes and cell pairs were poorly fabricated. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue being investigated. Fsca apr2014 was distributed to reinforce proper power management. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two power sources that are currently connected to the controller. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient experienced a critical battery alarm. Log file analysis provided evidence that battery may be faulty. The battery was exchanged. The pump remains implanted. The battery was received by the manufacturer. Testing results: the battery passed external visual inspection but failed functional testing due to a faulty cell pair.